Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, product type: lead.

Event description:
Trial patient reported wires had come loose, or possibly moved due to patient was feeling flutter at 3.5 and now had to turn up to 5.3 in order to feel flutter. Patient was advised since they could feel flutter meant device was still working. Patient called back and stated that they went to the emergency room for the loose wire. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.